Manufacturer narrative:
The sections were updated on this report. Complaint conclusion: before use, it was reported, that a tempo catheter was fractured. There was no report of patient injury as the device was not clinically used. Another catheter was used. The intended procedure was an angioplasty. No additional information is available. The devices were not returned for analysis. A device history record (DHR) review of lot 17508187 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿catheter (body/shaft) cracked¿ could not be confirmed as the device was not returned for analysis. The exact cause of the cracked (fractured) condition reported could not be determined. Based on the limited information available for review, procedural factors (the catheter was folding easily) may have contributed to the reported event. As cautioned instruction for use, which is not intended as a mitigation, ¿to prevent damage to the catheter tip during removal from the package, grasp the hub and withdraw the catheter. Exercise care when removing guidewires from multiple-curve catheters. To prevent kinking of 5f (1.65 mm) and smaller angiographic catheters, and specifically the 4f (1.35 mm) infiniti® pigtail catheters: straighten the pigtail catheter tip only with a diagnostic guidewire or, if applicable, with a tip straightener. Do not straighten by hand. Use a guidewire when introducing the catheter through the catheter sheath introducer (csi) and into the left ventricle.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot 17508187 was performed and it was found that no defective units were rejected during the final assembly of this lot. No other issues were noted that were considered potentially related to the reported complaint. (B)(4). The product is being returned for analysis, however has not yet been received.

Event description:
Before use, it was reported, that a tempo catheter was fractured. There was no report of patient injury as the device was not clinically used. Another catheter was used. The product will be returned for analysis. The intended procedure was an angioplasty. No additional information is available.